Manufacturer narrative:
Upon follow up, it was reported that the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. Antibiotic treatment was ongoing. At the time of this report, the patient has recovered from the event. Twenty-four days after event onset, pd therapy was discontinued. On an unreported date, the pd catheter was removed and patient was switched to hemodialysis twice a week. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of events was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1g, ongoing, route and frequency not reported) and amikacin injection (150mg, ongoing, route and frequency not reported) for the events. At the time of this report, the patient was recovered from abdominal pain and was recovering from cloudy effluent. Pd therapy was ongoing. No additional information is available.